Event description:
It was reported that the patient presented in-clinic for nips testing. Noise was found on the lead with review of a stored egm. Externalized conductors were observed via fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.